Event description:
It was reported that this right ventricular (rv) lead was fractured causing the noise in both bipolar and unipolar modes. This lead was explanted and a new lead with the same model was successfully placed. No additional adverse patient effects were reported.